Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon investigation, the belt was unable to complete detect and treat testing. The root cause for the failure was the electrode belt distribution node (dn) to rear cable was severed from the dn housing. The root cause for severed cable could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.